Manufacturer narrative:
Two samples were received for evaluation. Visual inspection found no damage or defects in the samples. Functional testing found a leak was detected in one sample between the luer connection and the tubing. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device leaked during two immunoglobulin injections. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.